Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The baseline gender characteristics is male. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: acute results of the ascend ev study: a new modality of parasternal extravascular implantable cardioverter-defibrillator therapy including antitachycardia pacing. Heart rhythm. 2026. 23:e247¿e253. Doi: 10.1016/j.hrthm.2025.10.035 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding parasternal extravascular implantable cardioverter defibrillator (ev-ICD) implantation. A parasternal ev-ICD lead was implanted with commercially available df-4 icds. The authors described patients who experienced post implant complications which were resolved within thirty days. There were two patients who experienced hypotension, one patient each with transient hypoxia which resolved with supplemental oxygen, transient bradycardia which was resolved by beta blocker discontinuation, and an unstable cardiac rhythm after the procedure resolved by administration of oral potassium and intravenous (IV) magnesium. The devices remain in use. No additional adverse patient effects were reported.